Manufacturer narrative:
Date of event and date of death: estimated as 30 days prior to aware date.

Event description:
It was reported that a death occurred. It was reported via social media that a watchman flx device led to the death of the reporters sister.